Manufacturer narrative:
Citation: thawabi m et al. Percutaneous management of severe aortic insufficiency complicating prolonged left ventricular assist device support. Jacc march 21, 2017, volume 69, issue 11, presented on saturday, march 18, 2017. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding a (B)(6) male patient with a left ventricular assist device (lvad) who underwent transcatheter aortic valve replacement (tavr). A 31-mm medtronic corevalve heart valve (serial numbers not provided) was implanted with a transfemoral approach under direct fluoroscopy and transesophageal echocardiography (tee). The valve was deployed in a satisfactory position; however, intraoperative tee revealed severe paravalvular leak (pvl) that did not improve after balloon dilatation. Subsequently, a 29-mm balloon-expandable non-medtronic heart valve was implanted within the previous valve prosthesis, resulting in minimal pvl without any complications. Immediately post procedure, the patient¿s hemodynamics improved significantly. Additionally, his symptoms and exercise tolerance improved over the postoperative period. Follow up echocardiograms showed only minimal pvl. No additional adverse patient effects or product performance issues were reported.